Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that as lvp 20d dehp 3ss cv had flow issues. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that an IV set was occluded in the lvp and the alarm never was activated. D.1. Medical device brand name: as lvp 20d dehp 3ss cv. D.3. Medical device manufacturer: sistemas medicos alaris, s.a. De c.v. (Tijuana). D.4 medical device catalog#: 2426-0500. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: sistemas medicos alaris, s.a. De c.v. (Tijuana). G.4. PMA / 510(k)#: k944320. H.6. Investigation: no product or photo was returned by the customer. The customer complaint that an IV set was occluded in the lvp and the alarm never was activated could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d dehp 3ss cv had flow issues. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that an IV set was occluded in the lvp and the alarm never was activated.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ IV set had flow issues. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that an IV set was occluded in the lvp and the alarm never was activated.